Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. ¿ visual inspection of the returned photo found the suture deployed and frayed at the distal end. The plates could not be observed. No other anomalies were noted. The overall complaint was not confirmed as the observed condition of the truespan 12 degree peek would have not contribute to the complained device issue.¿ ¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure such as: over tensioning of the suture. As per the instructions for use, use caution when tensioning the suture. Over tensioning may cause tissue damage and/or suture or implant breakage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure the truespan 12 degree peek device was being used when the two peeks came out in the first shot of the implant. It is unknown whether another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.